Manufacturer narrative:
This report is being sent as follow-up # 1 to correct the catalog number in section d4, to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. 1. Investigation of the actual sample: 1.1. Visual inspection of the actual sample · no anomaly such as breakage was found. 1.2. Leak test of the actual sample · using the tube that was connected to the actual sample upon receipt, the colored saline solution was circulated through the actual sample at a flow rate of 1 l/min. As a result, no leakage was found. · after replacing the tube connected to the actual sample with a factory-retained tube, the blood channel was filled with colored saline solution, the blood outlet side was clamped, and pressure of 2 kgf/cm2 was applied from the blood inlet side into the blood channel. As a result, no leakage was found. · the water channel was filled with colored water, the water outlet side was clamped, and pressure of 3 kgf/cm2 was applied from the water inlet side into the water channel. As a result, no leakage was found. 2. Record review: 2.1. The manufacturing record and the shipping inspection record of the actual sample · no anomaly was found. 2.2. Past complaint file · no other similar report of the product with the involved product code/lot number was found. 2.3. Manufacturing date: november 16, 2021. 3. Cause of occurrence/conclusion: based on the investigation result, no leakage was found in the actual sample. Since the event that was described in the reported issue could not be confirmed in the returned sample, it was not possible to clarify the cause of occurrence. Relevant IFU reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx05 oxygenator and reservoir.(b.priming procedure warnings)". Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during priming they saw water coming out from oxygenator. Water leak on gas port. This happened during priming so half an hour delay and they switched the oxygenator. The procedure was completed successfully. The patient was not harmed.

Manufacturer narrative:
D4: UDI: n/a as the product code is a bulk product. E3: occupation: chief perfusionist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. 1. The manufacturing record and the shipping inspection record of the actual product · no anomaly was found. 2. Past complaint file · no other similar report of the product with the involved product code/lot# was found. 3. Manufacturing date: november 16, 2021. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).